Event description:
Additional information received from the patient reported that issue about the implant not charging past 40% has been resolved.

Manufacturer narrative:
Continuation of d11: product ID 97755, serial# (B)(6), explanted: product type recharger product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that they patient was seeing battery low, replace the battery in the controller, but it was charged to 100%. The patient reported problems with the controller as it was finicky to accept a signal when charging the ins 2-3 weeks ago. In order to charge the ins the controller needed to be charge to 100% or it wouldn't charge. It was difficult to couple to the ins for recharging. The recharger had a very small sweet spot and had trouble finding the ins at times. No symptoms were reported. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient received both the new controller and recharger telemetry module (rtm), but they were still having trouble charging their implant. They reported the ins charge would not increase past 40%. The patient was told that a replacement lithium battery would not resolve the reported event, and the patient expressed dissatisfaction and stated they would call their manufacturer representative (rep). No impact to the patient or their symptoms were reported.